Manufacturer narrative:
Additional information: there were no difficulties noted when removing the protective sheath/stylette. The device was inspected before use with no issues no ted. Negative prep was performed. The proximal lesion was not pre-dilated, only the mid lesion was pre-dilated. The stent never made it to the mid lesion. The inflation device remained on neutral pressure during delivery of the device. A guide extension catheter or microcatheter was not used during the procedure. It was 6f non-medtronic catheters that were unable to pass due to likely spasm. The stent did not interact with an accessory device. After stent was removed, no further procedure was performed. The patient was referred for medical management and calcium modification tools if required. The patient was not injured. Patient weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient underwent a coronary angiogram confirming nstemi. It was reported that during a procedure involving one onyx frontier coronary drug eluting stent (des), the stent dislodged from the balloon. The lesion being treated was a severely calcified lesion located in the ostium of the circumflex (cx) artery. The device did not pass through a previously deployed stent. Initially using the left radial arterial access from the previous angiogram, it was attempted to use 6f catheters, but they were unable to pass due to likely spasm. The left femoral approach was used instead due to a recent right femoral vascular procedure. A follow-on pci to the 2nd obtuse marginal artery (om2) was being performed. IV heparin 8,000 units were administered. The left coronary was engaged with a 5f 3.5 guide catheter. The lesion was wired with a non-medtronic guidewire. The mid om2 was pre-dilated with a 2.5mm semi compliant (sc) balloon. An attempt was made to deploy the 2.5 x 30 mm onyx frontier des to the lesion. It was able to pass the proximal left circumflex artery (lcx), however it was unable to advance further. On withdrawal of the stent, the stent dislodged and remained in the left main (lm) to proximal lcx artery. The non-medtronic guidewire remained in situ. An attempt was made to use two non-medtronic guidewires to wrap around the stent to pullback into the catheter, but this was unsuccessful. An attempt was made to deliver a balloon through the distal stent which was unsuccessful. An attempt was made to use an amplatz snare kit, but it was unable to pass through the 5f radial sheath. The left femoral arterial access was obtained under uss guidance with a non-medtronic 7f sheath introducer and utilized as ping-pong guide. The lad artery was wired with a non-medtronic guidewire. A 2.0mm sc balloon was passed along the lcx artery with a non-medtronic guidewire and the proximal stent was inflated to 12 atm. An attempt was made to pull back the stent whilst inflated, but this unsuccessful. The guide subsequently became dislodged and the wire was lost through the stent. The lad and lcx artery were re-wired with two non-medtronic guide wires via a 7f femoral guide. The amplatz snare kit was used to pull the proximal stent back into the catheter. The distal aspect of the stent was likely caught. The dislodged stent was removed from the patient. No further patient complications were reported as a result of the event.